Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine 45 day follow up transesophageal echocardiography (tee) imaging revealed that the closure device had shifted from original placement. Intracardiac echo (ice) imaging was reviewed and in two views the device was seated well, while there was 1/3 to less than 1/3 shoulder in the posteroanterior (pa) view. Currently the closure device is seated more than halfway out of the laa appearing as though the lower row of anchors are engaged in tissue, with a 2-3mm leak below the fabric. The physician mentioned the closure device appeared stable at this time. A computed tomography (CT) scan was ordered to further evaluate, and options are being evaluated to possibly explant the device.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine 45 day follow up transesophageal echocardiography (tee) imaging revealed that the closure device had shifted from original placement. Intracardiac echo (ice) imaging was reviewed and in two views the device was seated well, while there was 1/3 to less than 1/3 shoulder in the posteroanterior (pa) view. Currently the closure device is seated more than halfway out of the laa appearing as though the lower row of anchors are engaged in tissue, with a 2-3mm leak below the fabric. The physician mentioned the closure device appeared stable at this time. A computed tomography (CT) scan was ordered to further evaluate, and options are being evaluated to possibly explant the device. It was further reported that the patient had computed tomography (CT) imaging completed on (B)(6) 2025. There is no intervention planned at this time as the closure device was stable with the leak under the fabric. The physician plans to get more imaging in another six (6) months to re-evaluate.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Manufacturer narrative:
B5 describe event or problem: updated with additional information about medication h6: impact code f2303 added.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on 23-apr-2025. The patient was discharged. During the routine 45 day follow up transesophageal echocardiography (tee) imaging revealed that the closure device had shifted from original placement. Intracardiac echo (ice) imaging was reviewed and in two views the device was seated well, while there was 1/3 to less than 1/3 shoulder in the posteroanterior (pa) view. Currently the closure device is seated more than halfway out of the laa appearing as though the lower row of anchors are engaged in tissue, with a 2-3mm leak below the fabric. The physician mentioned the closure device appeared stable at this time. A computed tomography (CT) scan was ordered to further evaluate, and options are being evaluated to possibly explant the device. It was further reported that the patient had computed tomography (CT) imaging completed on (B)(6) 2025. There is no intervention planned at this time as the closure device was stable with the leak under the fabric. The physician plans to get more imaging in another six (6) months to re-evaluate. The patient will remain on oral anticoagulation medication until the next follow up.